Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h4,h6,h7,h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the no image occurred due to breakage of image sensor unit during user handling. The breakage may have been caused by water invasion from the broken location of the device. Additionally, it's likely the probe cover was burned due to high-energy endo therapy accessory (laser, high frequency, etc.) Being used without ensuring a sufficient distance from the distal end. However, a definitive root cause could not be determined. The event no image can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The event burn on probe cover can be detected by following the instructions for use which state: bf-190 series operation manual chapter 3 preparation and inspection the following IFU states about warning when using a high-energy endo therapy accessories. User may reduce/prevent occurrence of the event by handling the device in accordance with the IFU. Bf-190 series operation manual chapter 4 operation 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that the bronchovideoscope had no image due to damage on the charged coupled device (ccd) unit and the scope cover was burned. There were no reports of patient involvement.